Event description:
A malfunction alarm was reported. There was no reported information regarding an impact on the customer's blood glucose level, as the customer declined to answer. Technical support provided pump reset information and assisted the customer with resetting the pump, and reset instructions were also sent via email. The customer was advised to call back if the issue was not resolved.